Manufacturer narrative:
Per a technician evaluation, the arms are very loose causing the right side arm to rub against the tire.

Event description:
Per a technician evaluation, the arms are very loose causing the right side arm to rub against the tire.

Event description:
Brand new out of box the right side rear wheel rubs against the arm because the arm is welded incorrectly on a trex26rfp wheelchair.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.